Manufacturer narrative:
A covidien customer service engineer (cse) replaced the graphical user interface (gui) backlight inverter printed circuit board (pcb). The cse then upgraded the current software on the device and performed extended self-testing. All tests passed. Covidien reference: (B)(4).

Event description:
A report was received from the USA stating that an 840 ventilator had an erratic display. The device was not being used on a pt when the event occurred.